Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had system failures: primary audio alarm post; auxiliary control unit (acu) watchdog. Plunger cal. Patient involvement was unknown.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed check clutch alarm. Functional testing was performed and the customer reported issue was duplicated. The cause was traced to a defective speaker and interconnect printed circuit board (pcb). The speaker and pcb were replaced to address this issue.